Event description:
Reference number (B)(4). Event occurred in the united states. The patient mother reported that the patient experienced leakage in the infusion set which occurred on 02-apr-2025, which resulted in elevated blood glucose levels to (400 mg/dl) which lasted for 90 minutes. No further information was available.